Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015. The patient experienced a midline mesh erosion. At the follow up visit on (B)(6) 2015 the patient reported pain and dyspareunia. The patient was admitted for closure of erosion under general anesthesia on (B)(6) 2015. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 02/10/2016.the patient's current status is reported as erosion healed.